Event description:
The customer reported to olympus, the flex deflectable videoscope adhesive on the bending section cover was chipped. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of adhesive on bending section cover was chipped, was confirmed. The device evaluation found the reportable malfunction identified in b5, the adhesive around the objective lens was peeled. The following non-reportable malfunctions were found during evaluation: adhesive on bending section cover had a chip, switch 1 was damaged, protector of universal cord on suction connector side had a scratch, light guide cover glass had a scratch, video connector had a crack, and video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.